Event description:
Reporter indicated that device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing was performed on the pt's original lead and generator just prior to commencement of surgery and again with the replacment generator connected to the original lead. Both tests yieled high lead impedance results, indicating a problem issue with the original lead. Both the lead and generator were replaced. Upon explant, a visible break was noted on the original lead. It was reported that a medical student scrubbed in with the implanting surgeon to close the neck wound and nicked the jugular vein in the process, after which the surgeon placed a suture in the area. The pt was scheduled for generator replacement surgery due to approaching end of service based on length of time implanted. The elective replacement indicator for the original generator was no, indicating that the generator battery had not reached end of life and the pt had not exhibited any clinical signs of approaching end of battery life; however, treating neurologist did not want the pt to experience a lapse in vns threapy by allowing the generator to completely deplete before replacement. Review of manufacturing records for both the original pulse generator and the original bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the reported lead fracture has not been determined. Analysis of returned product is pending.

Event description:
Analysis of the explanted lead revealed a fatigue fracture in one of the quadfilar coils. It is unknown if this break occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins showed evidence that, at one point in time, proper mechanical and electrical connection was present. Continuity checks of the various lead sections were performed with no other discontinuities identified. Based on the product analysis findings, it has been determined that the break in the coil wire was the cause of the high lead impedance test result during device diagnostic testing.